Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pace impedance measurements greater than 2,500 ohms. Technical services (ts) discussed the alert must be cleared with a programmer in order for additional same condition alerts to be triggered. No adverse patient effects were reported. The lead remains in service.